Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was due to friable leaflets/ calcified annulus (challenging patient anatomy). Tissue damage was an outcome of slda. The reported patient effect of tissue damage, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and damaged leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted however 10 minutes post deployment, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the leaflet tore. Another clip was implanted to stabilize the slda clip, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.